Event description:
Perigraft liquid was observed 14 days after graft was implanted in "fem-fem" position. Note that no drains were placed immediate post-operatively. No intervention has been taken place to evacuate the fluid collection. Distributor indicated that perigraft liquid gradually resorbed.